Event description:
According to the info received, a complaint was received from (B)(6). Spoke with dr. (B)(6) and he has had several issues with the product 450. He has a few that have no eyelets punched through (lot 5725384).

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.